Event description:
Procedure: rectopexy. According to the reporter: during the night post surgery, the pt suffered a hemorrhage (250cc) and the pt was re-operated on. The staples were located but the hemorrhage had to be stopped with sutures.

Manufacturer narrative:
(B)(4).